Event description:
The patient presented with a right shoulder superior labral tear and symptomatic acromioclavicular (ac) joint mechanical click. The patient underwent arthroscopic distal clavical excision. For the next several months the patient complained of severe pain in his shoulder localized near the ac joint and anterior shoulder. An MRI was performed in october which revealed a tiny rounded metallic foreign object anterior to the humeral head at the level of the anterior capsule. Upon reviewing the image, the surgeon felt this object was consistent with the tip of the arthocare cautery wand which the surgeon did not appreciate breaking off at the time of the surgery. The surgeon does not believe this is the source of the patient's continued pain, and does not recommend surgery to remove the tip. The retained fragment is 2 mm in diameter and less than 0.5 mm in width.